Event description:
The customer called technical support (ts) and reported that the device has a touchscreen issue. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The caller stated that touchscreen does not operate in all spots. The rse provided the part number for touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. This file is closed and can be reopened if additional information is received from the customer.